Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6), 2014. Subsequently, patient was revised on (B)(6), 2014 due to loosening of the tibial component due to unknown reasons. The bearing, tibial tray and femoral components were removed and replaced with a total knee.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "